Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed an unrecoverable loss of antenna passed the threshold. No additional patient or event information is available. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A receiver download and charge was performed and resulted in no deficiency. The global transmitter final functional test was performed and passed with no deficiency. A pairing test was also performed and passed. The reported customer complaint could not be reproduced with the receiver and the complaint could not be confirmed. The root cause could not be determined post investigation.